Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient changed the controller due to inappropriate battery switching when two batteries were connected. They then reported that the controller then "shut off" for 10 seconds. Patient described feeling "heavy" during that period but remained aware and awake. Controller then changed by the patient with his wife at his side for support. Batteries were used on new controller with no switching issues noted with new controller. It was stated that the affected controller will be brought to the coordinators at the next clinic visit, anticipated on (B)(6) 2017 and log files will be downloaded at that time and the controller can then be shipped back to the manufacturer for evaluation. It was also stated that the replacement controller was programmed and shipped to the patient on (B)(6) 2017, the day of the event. No additional information available.

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the receiving manufacturing records confirmed that the associated controller met all requirements for release. Failure analysis of the returned controller revealed that the device failed visual examination and failed functional testing. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events involving communication errors which includes batteries switching from one power source to another before reaching the 25% relative state of charge (rsoc) threshold. The most likely root cause of the reported event can be attributed to communication errors between the controller and batteries. The manufacturer is investigating the communication errors. Further analysis revealed and incidental finding that the controller did not sound the "no power" alarm when both power sources were disconnected. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that one of the cell's voltage level was below what was expected. A procedure used to re-charge the nimh battery is to connect the controller to two power sources for about 30 minutes to charge. Results after the re-charge still showed similar results. As such, the most likely root cause of the "no power" alarm not sounding can be attributed to a faulty internal nimh battery. Heartware has opened an investigation to evaluate "no power" audible alarm failures. Of note, the controller was manufactured 10/2012. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.